Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that their (B)(6) quality control was resulting as (B)(6). Upon the ccc specialist's instructions, the customer installed a new reagent pack and reran quality control, which was acceptable. The customer stated that they had run patient samples while quality control was out of range. After repeating the patient samples, the customer determined that there was one discordant patient sample, which had resulted (B)(6) initially and (B)(6) upon repeat testing. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and found that the acid injector was cracked and rinse block had malfunctioned. The cse performed a preventive maintenance and ran quality controls, which were acceptable. As per advia centaur cp (B)(6) surface antigen instructions for use, "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results." The cause of the discordant, (B)(6) result being reported to the physician(s) was due to the user error. The cause of the discordant patient result and out of range quality controls is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting (B)(6). The corrected (B)(6) result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, (B)(6) result.